Event description:
Patient reported that the meter/lab comparison results (both fasting) were 114 mg/dl (ss) versus 150 mg/dl (lab), respectively (24% difference). Tests were done 1 hour apart. No symptoms were reported. Control test reading (done with lfs rep) was in range. Meter is not cleaned according to manufacturer's product recommendations. Lfs rep reviewed meter calibration, coding, cleaning and control testing with pt. The meter was replaced. No harm was alleged.